Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer notices display error on 8110 syringe device at power up. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer notices display error on 8110 syringe device at power up. ¿ explained problematic fault to customer, concerning the error 5-13-1504. ¿ step customer through process on device, and alaris system maintenance to verify if device is recognized. ¿ alaris pc unit not recognizing the attached syringe module, device information in system configuration mode. ¿ directed customer to re-flash the serial number of the device in the alaris system maintenance. ¿ instructed customer to edit the serial number field with the serial number on the rear barcode label. ¿ then choose the button for update. ¿ they will call-back to our infusion/hardware team if any further assistance is needed.